Event description:
It was reported that a review of remote transmission on (B)(6) 2026 noted that far field r wave (ffrw) oversensing and auto mode switching (ams) was present on the implantable cardioverter defibrillator (ICD). Programming changes were made. The patient was stable.